Event description:
It was reported the patient never had therapeutic effect. The patient had been having a lot of problems with their device and stated it "doesn't work." It was noted the patient did not feel any stimulation and mentioned they felt the wires coming out of their back where the leads are and found a suture had "let go." Patient had problems in their back and felt like the "wiring leading to the unit was lose." It was noted the device was placed to help the patient's pain in their buttock and back and that the stimulator was not doing that. It was noted the patient would like the device removed. The programmer was synchronized and was set on program a at 7.6 volts. Caller switched to program b at 10.0 volts. Stimulation was noted as comfortable and was in the right location for the buttock area. Follow up from the health care provider (hcp) reported the cause of the event was unknown. Reprogramming was attempted and the patient stated there was no change in pain levels. The patient also noted the stimulator was uncomfortable and wanted it removed. The stimulation covered the pain area but did not provide the relief the patient wanted. It was also noted the stimulator itself was painful. The stimulator was explanted and there was no hospitalization required due to the event. It was noted at one of the appointments that the patient could not stand or walk and the hcp was unsure if it was because of the pain.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n318767, implanted: (B)(6) 2012. Product type: accessory. (B)(4).